Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient's ins is in overdischarge. The rep stated the patient has not tried to charge the ins so there is no event date as to when the patient noticed they could not charge. The rep was with the patient and they have done one physician mode recharge (pmr) session and the patient is still in overdischarge. Technical services reviewed multiple pmrs may be needed, reviewed clearing power on reset (por). The rep would start the second pmr session to pull the ins out of overdischarge. No symptoms were reported. Additional information was received. Rep reported they tried 3 times to pull battery out of overdischarge and it was not successful rep responded from follow up sent. No further actions/interventions will be taken. Patient isn¿t interested in trying anymore and she can not recall how many times she let the battery die in the past.